Event description:
It was reported that the patient was started at 1600 with a 22g IV catheter and our tubing was attached securely to the patient and a successful flushed was performed. A kvo was started on a power injector. 4 minutes into scanning the power injection of contrast and saline was attempted with a flow rate of 2ml/second ¿ this showed a psi of 2. The max for that power injector is 325 psi. The patient immediately felt a flush of liquid. Technologist went in to examine site and the images were reviewed no contrast in the images. Extension set came off from the catheter. Although it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
Supplemental created to revise event.

Manufacturer narrative:
The customer¿s report that extension set is disconnecting from the needle was not confirmed. The mating components that were in use during the customer event were not returned for investigation. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed with the sets or their packaging pouches. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in no signs of disconnection. The root cause of the customer¿s report was not identified.

Event description:
It was reported that extension set is disconnecting from the needle which was attached securely to the patient (another technologist came in to verify that it was attached securely.) Another attempt was made to power inject with the same results. Advised by radiologist to do a direct connect to the power injector tubing. The scan was completed successfully with further complications. Although it was reported that patient care was delayed for 30 minutes it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that extension set is disconnecting from the needle which was attached securely to the patient (another technologist came in to verify that it was attached securely.) Another attempt was made to power inject with the same results. Advised by radiologist to do a direct connect to the power injector tubing. The scan was completed successfully with further complications.